Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer that was not contained to the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and there was no impact to patient treatment in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found the tubing from port 6 of the blood sampling valve (bsv), which carries diluent from the white blood cell (wbc) diluent dispenser, was disconnected. The fse trimmed and reattached the tubing to resolve the leak. Incidentally, the fse found that the instrument was generating low vacuum errors and replaced the vacuum regulator. Repairs were verified per established procedures. (B)(4).